Event description:
Rn states md was traction removing a peg that had been in place for 3 yrs and the dome separated from the peg tube and remained in pts stomach. With unk scope in place, md used a snare to remove the dome and scope coaxially from pt without difficulty.